Manufacturer narrative:
The initial reporter's facility name: (B)(6) hospital. The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined, reported issue could not be reproduced. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the reported issue could not be reproduced. No repairs completed as the reported issue could not be reproduced. Cracks on the level sensor and flow meter cable was damaged. Level sensor was replaced. Circulation pump assembly was replaced. Fv-est-ctu calibration. Device passed all applicable testing. DHR, risk, and labeling reviews are not required as the reported event is unconfirmed. No additional actions can be taken at this time. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no flow and air leakage in an arctic sun device. Per review of wo on 19jan2026, device used on patient and no consequence for patient. Per sample evaluation results received via task on 21jan2026, it was reported that the cracks on the level sensor and the damaged flow meter cable noted in the wo.